Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A doctor was placing an option filter into a patient with some scaring and thicker than average vein calcification. The site was pre dilated with a 6fr sheath and then option was placed over a guidewire without issue. Venogram was performed and option was placed via the pusher without incident. When removing the sheath there was significant resistance and recoiling. The doctor moved closer to the insertion site and attempted to remove the sheath again and the sheath under tension came out but upon examination the tip of the sheath became dislodge and the coil of the sheath was seen at the distal end. Imagining was performed that showed a r/o band in the patient. Attempts were made at a cutdown by attending doctor, but were unable to see or get to the piece of sheath. Patient was sent for a CT scan and the marker band was seen within the venous vessel wall but had not moved. Decision was made to leave the material in the patient and patient was discharged.

Manufacturer narrative:
We conducted a thorough review of the manufacturing and inspection records for this lot and found no deviations or non-conformances. No samples were returned from the customer for review. Additionally, no photographic or visual evidence of any kind was provided, which would have allowed the allegation to be reviewed. Without necessary evidence, we are unable to perform a thorough investigation or determine a root cause and corrective action currently. As a result, no corrective action is required at this point. However, if samples are returned later, we would be happy to reopen this complaint for re-evaluation. Additional information provided in h.6. And h.11.